Event description:
Info received indicated the bed had a loose ground plug which caused a ground failure.

Manufacturer narrative:
The hill-rom technician replaced the auxiliary cable to resolve the issue.